Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during a pha surgery, one (1) tandem trial shell handle was broken while trialing the bipolar head .the procedure was resumed, without any delay, using a similar s+n back-up product. No further complications were reported.